Event description:
It was reported, the pt had been reprogrammed due to impedance issues with the lead, and received coverage. Further f/u identified the physician planned to replace the lead with a surgical lead.

Manufacturer narrative:
Sjm has limited info related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.